Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ta6r implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they got the system removed and implanted on the other side (B)(6) 2025. Where the lead was attached to the nerve it was hurting. When patient went back to pilates exercise class, they would stay sore for a couple weeks. They would irritate it and it would hurt for a long time. Patient went to physical therapy two months ago. When they laid down to do pelvic exercises it would set off the pain. It would also bug them when they laid down at night. They decided not to fix the lead and moved it to the other side. The patient said they started to experience the event probably (B)(6) 2024. They have three incisions one where lead was implanted, one where stimulator was implanted and one where the stimulator was removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 09-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2ta6r. Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the patient's provider was aware of the issues. The cause of the patient feeling pain where the lead was attached to the nerve was unknown. The most likely cause or contribution to this issue was unknown. Multiple programs were tried but it was unknown whether the issue was resolved. The cause of the system replacement was unknown. The most likely cause or contribution to this issue was unknown. They did not ask the customer to return the devices. The rep had requested the information from the physician and/or patient.